Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction code did not recur after the reset. Customer was informed to continue using the pump and to contact support if the issue reappeared.